Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was unknown. It was reported that the battery cap was intact. Customer was advised to clean the battery compartment and the battery cap with a cotton swab and to insert a new (B)(6) battery customer confirmed that issue persisted. Customer confirmed that the pump was dropped and was not exposed to any moisture customer was advised to stop using the pump and to refer to back up plan as per health care professional instructions. The insulin pump will not be returned for analysis.